Event description:
Study event. Device malfunction: unable to retrieve epd with rc. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the embolic protection device (epd) was not successfully captured in the retrieval catheter. A spartacore guidewire (gw) was used with the rc1 instead of the emboshield barewire in the retrieval attempt. After the rc and gw were removed, the filter basket was not in the rc and upon close fluoroscopic inspection, it was seen that it remained in position in the distal internal carotid artery. A 5mm amplatz snare was advanced into position and used to capture the epd. The sheath had been advanced through the stent completely such that the filter could be pulled back into the sheath and then successfully removed from the vessel. There were no reported patient adverse effects. Although requested, there is no additional information available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.